Manufacturer narrative:
A field service engineer (fse) went to the customer site and performed rt lane tip alignment and verified main arm/hybrid arm tip alignment. The customer then ran calibration and quality controls without errors. Review of service and complaint history for serial number 10110905 was conducted from 16-april-2015 through 16-may-2016 for similar complaints and identified two (2) similar events. The most probable cause of this event may be related to sorter tip misalignment. The aia-2000 service and operator's manuals indicates the following: error code: 4061 sorter tip pickup z-axis home detection failure cause: the home sensor failed to activate after the sorter tip pickup z-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 the customer called to report receiving sorter tip error code 4061 during use of the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth and fsh. There is no indication that patient intervention or adverse health consequences occurred due to the delay in reporting of patient results.